Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 7/21/1998. She developed an infection at the ear piercing site. Prior to going to the hosp, she went to an unknown place and had the abscess drained. On 7/31/99 she sought medical treatment at the hosp and rec'd intravenous antibiotics.